Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow up. Upon interrogation the right ventricular lead exhibited noise. The noise was reproducible in clinic during isometric testing. The lead diagnostics were noted to be stable. The patient was referred to the electrophysiologist for further evaluation. No further information was reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information states that the right ventricular lead was capped and replaced on (B)(6) 2018 due to oversensing. The patient was in a stable condition before, during and after the procedure.